Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display as well as prime anomaly. The customer¿s blood glucose was unknown. The customer was not assisted with troubleshooting. The customer stated that the light was dimmer, diminished battery life, insulin pump had rejected batteries as well as squirts out insulin on priming. The customer stated that the motor was slower during rewind and insulin pump shuts off without warning multiple times. The device will not be returned for analysis.